Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is presumed that no image is displayed due to the defective low-voltage differential signaling printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to a defective low-voltage differential signaling printed circuit board (lvds pcb). Additional evaluation findings were as follows: minor dust inside the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer that the evis exera iii video system center had no image when connecting the scope during preparation for use for a diagnostic upper gastrointestinal series (ugi) endoscopy procedure. The intended procedure was completed with another similar device. There were a few minutes delay during the procedure. There were no reports of patient harm or impact associated with the reported event.